Manufacturer narrative:
The quality investigation is complete. Device not available for return.

Event description:
It was reported that during a procedure, the blade broke. No further information was provided.